Manufacturer narrative:
There is no indication of device explant.

Event description:
The manufacturer was informed of this event through the publication: ''incidence, predictors and prognostic value of permanent pacemaker implantation following sutureless valve implantation in low-risk aortic stenosis patients'' by vilalta,v. Et al. In this paper total of 400 low-risk (euroscore ii<4%) patients without prior pacemaker who underwent surgical aortic valve replacement with the perceval prosthesis from 2013 to 2019 in 2 centers were included. Result of this study showed that a total of 36 patients (9%) required ppm implantation after susavr. Ppm implantation was performed at a median of 7.5 (4.5¿10.5) days following the intervention. The conditions that led to ppm implantation were complete or advanced avb in 69.4% of cases, transient avb and posterior left bundle branch block or right bundle branch block (rbbb), in 13.9% and 2.8% of cases, respectively, and severe bradycardia in 13.9% of cases. Pacemaker type and pacing mode of patients with new ppm were dual chamber system (ddd) in 75% of patients and ventricular demand pacing (vvi) in 25%. After su-savr, the incidence of ppm remained stable overtime, with rates 10.2% and 8.0% in the first and second half of the study period, respectively. Compared to patients without ppm, patients with new ppm were older and exhibited a higher rate of baseline rbbb. Surgery was commonly performed via full sternotomy (64.9%) whereas mini-sternotomy was used in 35.1% of patients. Combined procedures were performed in 22.8% of cases. Both aortic cross-clamping and cardiopulmonary bypass times were similar between groups. In the univariable analysis, age and prior rbbb were associated with an increased risk of ppm implantation after surgery. In the multivariable analysis, only prior rbbb was retained as an independent predictor of new ppm following su-savr. Of 36 patients with new ppm after su-savr, 44.4% presented spontaneous atrioventricular conduction on ECG tracings during regular device interrogations at 3-year follow-up. Based on the information provided, out of these 36 patients, 10 of them had rbbb, 1 of the had incomplete rbbb, one of them had lbbb, 2 of them had incomplete lbbb, and 5 of them had first-degree avb. Paper reported that pacemaker implantation was not associated with a higher all-cause death or heart failure replacement and no impact on clinical outcomes was found at 3-year follow up.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. The manufacturer attempted to follow up with the event and device involved, but no further information has been received up to this date, despite the manufacturer's several attempts. Since limited information is available, further investigation cannot be performed and a definitive root cause of the events cannot be established. As mentioned in the publication, it is possible that baseline condition of the patient's (i.e. Rbbb) may have attributed to the pacemaker implantation but since further information was not provided, this cannot be ultimately confirmed. Should further information be received in the future, the manufacturer will provide a follow up report.